Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported event of inflammation and skin irritation: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : ¿ inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the "dark circles", "lachrymal creast" and "palpebral y ala". Eleven months later, the patient developed "peri orbicular inflammatory nodules". The patient was treated with hyaluronidase and an unspecified treatment. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 8/19/2016. Additional information: describe event or problem., relevant tests/lab data., concomitant medical products.

Event description:
Additional information: injection sites were clarified to be the superior lachrymal creast and palpebral groove. Patient was also injected in the "orbits." The unspecified treatment was triamcinolone. Healthcare professional noted that treatment was given to reduce the late nodules. Symptoms improved after treatment, "then new appeared."